Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 432-468 mg/dl at the time of admission. Customer was vomiting and feeling unwell. Customer was wearing the insulin pump when admitted to hospital. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Patient was not present at the time of the call, therefore troubleshooting could not take place. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device was unable to vibrate due to broken vibrator black wire. The occlusion and excessive no delivery tests were not performed due to pump unable to prime. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.